Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc], and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the altis sling broke off at dynamic anchor point while positioning the dynamic anchor, physician removed all of the sling and inserted a new sling successfully.

Event description:
According to the available information, the altis sling broke off at dynamic anchor point while positioning the dynamic anchor, physician removed all of the sling and inserted a new sling successfully.

Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. The information received indicated the dynamic anchor detached during the procedure. However, quality confirmed a detached static anchor and suture from the mesh. It was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. Detail was not provided as if there were any issues that may have occurred prior to the detachment. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.